Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm occurring during pumping, particularly when larger boluses were administered. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised to continue using their current pump as a backup, and a replacement pump with updated software was sent to them. The customer was informed about necessary steps for setting the pump into storage mode and the return process.